Event description:
Company rep reported a lap-band system was "removed." Healthcare professional did not report to the company rep the reason for removal. It is not known if the device was replaced. Follow up info: healthcare professional reported, "leaking catheter system - could not hold volume. Fracture of catheter found [at] port side of pin." "Replacement of port."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. No add'l info has been reported to allergan regarding the serial number or the implant date.